Event description:
It was reported by service report that the unit has a caster that has a flat spot resulting in reduced braking force. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Wheels.